Event description:
It was reported that the pump was dropped and the touch screen is now unresponsive when tapping buttons 2 and 3 to unlock the pump. No impact to customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation, however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.